Manufacturer narrative:
Updated data: a4. B5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severe aortic regurgitation first occurred 2 years and 11 months following the implant of the valve.

Event description:
It was reported that a patient with a history of previous surgical aortic valve (sav) replacement, approximately 3 years and 3 months following the placement of this transcatheter aortic valve within the sav, the patient experienced severe central regurgitation. The location of the central regurgitation was aortic. An intervention was required, and the treatment provided was the replacement of the medtronic valve via a transcatheter approach. The non-medtronic transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.